Event description:
It was reported that this inflatable penile prosthesis (ipp) was not functioning. The device was not inflating. The ipp was explanted and replaced. There were no patient complications reported.